Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/29/2016 that on (B)(6) /2016, the patient experienced a transmitter failed error. No additional patient or event information is available.